Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Three events were reported for this quarter. Three devices were received for evaluation. One event was duplicated during evaluation; the device was affected by worn components. One event was not duplicated during testing; however, the device was found to be affected by corrosion. One event was not duplicated; the device was found to be within specifications for the reported event. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 3 malfunction events, in which the device was reportedly leaking. There was no patient involvement; no patient impact.